Manufacturer narrative:
The device condition was identified prior to any patient involvement. No information to suggest a device related adverse event was received. If additional relevant information is received a supplemental report will be submitted. Evaluation summary (B) (4): the device was returned and analyzed. The device was interrogated in its original sealed packaging. Functional tests and visual inspection were completed and no anomalies were found. Initial interrogation noted an electrical reset had occurred on (B) (6), 2008. Primary analysis indicated power on reset parameter with random access memory (ram) chip - memory error findings.

Event description:
It was reported the device selected for implant procedure, but was not clincially used (remained unopened) due to power on reset condition. Another same brand device was used to treat the patient. No patient complications have been reported as a result of this event.